Event description:
A ventilator was returned to the manufacturer with an allegation the device failed testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.